Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "felt bad" when a magnet got close to their device and the magnet tone went off. The device remains in use. No further patient complications have been reported as a result of this event.